Manufacturer narrative:
The device was returned to resmed and an evaluation could not reproduce or confirm the reported sf131. During evaluation, the device failed to complete its internal self-test. Visual inspection of the thermistor revealed it was disconnected. The disconnected thermistor was reconnected properly to address the issue. Review of the device logs revealed multiple safety reset alarms. The device software was upgraded to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.